Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string pulled out and was unavailable to aid in the removal of the tampon. She was unable to remove the tampon and had to seek medical assistance. The doctor removed the tampon in one piece.